Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and the cables in the workstation were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a dicom connection error. No patient injury was reported.